Event description:
It was reported during a procedure to place a stent, the guidewire (subject device) had been advanced distally to the lesion. The stent was then placed to treat the lesion without issue and the stent delivery system withdrawn. Angiography showed some "extra contrast" distally to the lesion. The physician did not allege that the guidewire caused the perforation of the artery and did not allege any issues with the guidewire. The pt suffered no clinical consequence and is recovering from the procedure.

Manufacturer narrative:
Date of event unknown. (Other) no allegations of device malfunction or non-conformance.